Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a quantum maverick balloon catheter in two pieces. There was contrast in the inflation lumen and blood between the balloon folds. The balloon was tightly folded. Although it was reported that the device was not used, the presence of blood between the balloon folds is indicative of handling the device beyond preparation. Microscopic examination and tactile inspection revealed numerous kinks throughout the hypotube. Microscopic examination also revealed a complete hypotube separation 82cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Microscopic examination presented no damage or irregularities in the balloon material. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 3.00mm x 12mm quantum¿ maverick¿ balloon catheter was selected for use to dilate the lesion. However, during preparation the balloon shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that shaft break occurred. A 3.00mm x 12mm quantum¿ maverick¿ balloon catheter was selected for use to dilate the lesion. However, during preparation the balloon shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.